Event description:
Two of our hospitals have been using douglas medical bags (ecoflx 250 ml empty mixing containers, lot c24s0016) to make smaller bags of normal saline for our operating rooms to preserve our IV fluid supply. Some coring was noticed that look like small bubbles but when you feel them they are hard pieces of plastic. We had reached out to the manufacturer who recommended using a different gauge needle. We have tried 16g, 18g, and 21g. The 21g do not work with the pump, and we have run into repeated issues with 16g and 18g needles. A pharmacist dissected the port of one bag with a box cutter and found that the inner plastic membrane had a chunk taken out. Because the coring is so difficult to see and multiple pharmacists have tried different techniques to prevent issues but are still experiencing the coring, we have started using a different manufacturer at this time. The bags where coring was identified were sequestered and/or discarded and not sent to the operating room.